Event description:
Patient underwent placement of xact carotid stent in the left internal carotid artery on 03/24/2006. Following the procedure, the patient experienced neurological symptoms and it was determined that the patient had a stroke. The patient was hospitalized and discharged to home 2 days later.